Manufacturer narrative:
H11: additional narrative the implant date is known only as "2016". Therefore, (B)(6) 2016 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada, edwards received notification that this patient with an unknown edwards surgical valve implanted in pulmonary position underwent intervention for a valve-in-valve procedure after an implant duration of approximately eight (8) years and four (4) months due to severe regurgitation, moderate pulmonary stenosis with peak gradient of 50mmhg and reduced right ventricle ejection fraction of 21%. The patient presented with fatigue and heart failure. A transcatheter valve was successfully implanted within the surgical edwards valve. The patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section a2 (age at time of the event), d1 (brand name), d4 (model number, serial number and expiration date), d6a (if implanted, give date), g4 (PMA/510(k) number) and h4 (device manufacturer date). Updated section b5 (describe event or problem). H11: additional manufacturer narrative: the subject device was originally implanted in united states. The valve-in-valve was performed in canada. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Per the report received from united states, a patient with a valve model 3300tfx25mm implanted in pulmonary position underwent intervention for a valve-in-valve procedure after an implant duration of eight (8) years and seven (7) months due to severe regurgitation, moderate pulmonary stenosis with peak gradient of 50mmhg, and reduced right ventricle ejection fraction of 21%. The patient presented with fatigue and heart failure. A transcatheter valve was successfully implanted within the surgical edwards valve. The patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including tetralogy of fallot and patients age at the implant.